Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to place the pump into storage mode and return it using a pre-paid label within 10 days. A replacement pump was provided, and the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.